Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with no history of right bundle branch block (rbbb)/ left bundle branch block (lbbb), atrioventricular block. The patient's anatomy are as follows: length of the membranous septum is 2mm, final placement depth of the navitor was ncc 3mm and lcc 4mm. There was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, after device implant. The patient developed complete atrioventricular block (cavb). The device was successfully implanted and a permanent pacemaker was also implanted on the same day. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with no history of right bundle branch block (rbbb)/ left bundle branch block (lbbb), atrioventricular block. The patients anatomy are as follows: length of the membranous septum is 2mm, final placement depth of the navitor was ncc 3mm and lcc 4mm. There was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, after device implant. The patient developed complete atrioventricular block (cavb). The device was successfully implanted and a permanent pacemaker was also implanted on the same day. The patient is stable.

Manufacturer narrative:
An event of atrioventricular block post implantation was reported. Field indicated that length of the membranous septum is 2mm and final placement depth of the navitor was ncc 3mm and lcc 4mm. Reportedly, there was no calcification from the annulus to the sub valvular to left ventricular outflow tract and a permanent pacemaker was implanted on the same day. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.